Manufacturer narrative:
H10: the device was received for evaluation. A pressure test was performed and a leak was observed at the level of the effluent pod. An autopsy of the pod showed a hole in the membrane of the pod. The reported condition was verified. The cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(6) hospital. Prismaflex sepxiris set 150 (jp) is similar to prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c. Prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c have been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six hours after starting treatment with a prismaflex sepxiris, an alarm occurred at self-test and an external solution leak from the yellow line pressure pod was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.